Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported a shocking sensation, pain, and uncomfortable stimulation following a nasty fall on the ice that occurred on (B)(6) 2017. The patient stated that they landed close to their implantable neurostimulator (ins) and now the patient feels a continuous pulse instead of an intermittent pulse which they used to feel. The patient stated they never felt it constant like that before. The patient stated that they don't know if a wire moved, but the sensation feels like slowly being shocked. The patient was awaiting x-ray results at the time of the report. The patient could not stand the pain and with all of the pain, they can still feel the shocking sensation. The patient described the shocking sensation as ¿bitey¿. The patient stated they would follow up with their healthcare professional (hcp). Assistance in checking the device status or decreasing amplitude was offered but the patient declined. It was recommended to decrease amplitude down to where the patient no longer felt a shocking sensation. Additional information was received from a hcp on (B)(6) 2017. The hcp stated that the patient had surgery to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.